Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t sensitive (roche cardiac trop t sensitive) on an h232 instrument. The initial roche cardiac trop t sensitive result from the h232 instrument at 12:30 p.m. Was negative. The actual result was not provided. The patient was sent to another hospital where the troponin t result from an unspecified laboratory system at 2:30 p.m. Was 450 ng/l (positive). No adverse event was reported. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the united states. The customer&#62688;test strips were requested for investigation.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer's test strips were returned for investigation. Retention samples of the same lot that customer used were tested. Tests were performed with the customer's test strips. The results of all measurements were in accordance with the testing plan. Based on the investigation results, the customer's test strips can be excluded as the cause of the issue. Since the patient sample was not investigated, interference in the sample is not excluded as a potential cause of the issue. Handling issues at the customer site have also not been excluded as a potential root cause.